Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that some time post placement of the chronic catheter, an alleged infection was identified from the catheter. Reportedly, the proximal side of the catheter was cut off and repaired. The patient was reportedly stable after the repair procedure.

Manufacturer narrative:
Manufacturer review: a lot history record could not be completed as the lot number was not provided. Investigation summary: a sample evaluation could not be performed as the samples were not returned. Labeling review: because the product information was not provided by the complainant, the applicable product labeling cannot be determined and therefore could not be reviewed.

Event description:
It was reported that some time post placement of the chronic catheter, an alleged infection was identified from the catheter. It was further reported that the patient experienced fever. Reportedly, the proximal side of the catheter was cut off and repaired. The patient was reportedly stable after the repair procedure.